Manufacturer narrative:
The facilities maintenance indicated when they plug the bed in the head section will run up unintentionally. Maintenance found a stuck head up switch on the right outside siderail. The switch was cleaned to repair the bed.

Event description:
Information received indicated the head section function of the bed moved unintentionally.